Manufacturer narrative:
Continuation of d10: dtpa2d4 crt-d implanted: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a "code blue" was called for the patient, no further information provided. Upon review of the device transmission, it was noted that the patient had a ventricular fibrillation (vf) episode with noted right ventricular (rv) lead undersensing. It was also noted that left bundle branch (lbb) lead capture could not be confirmed post high voltage therapy. Additionally it was reported that right atrial (ra) lead undersensing was observed during atrial tachycardia/atrial fibrillation (at/af) episodes resulting in unnecessary atrial pacing at times. The rv lead, lbb lead and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient died. Additional information related to the cause of death was requested and not received.